Manufacturer narrative:
Retainer ring was black. Unit passed the displacement test. Unit received with cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.